Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the luer lock on the infusion set cracked and leaked insulin, and the patient experienced hyperglycemia and symptoms of ketoacidosis as a result. The infusion set and cartridge were changed on (B)(6) 2014 at 5:00 p.m., and her blood glucose was 4.5 mmol/l (81 mg/dl). Her blood glucose increased to 24.0 mmol/l (432 mg/dl) around 9:30-10:00 p.m., and she delivered 7.0-8.0 units of insulin as a correction. Her blood glucose was 25.6 mmol/l (460.8 mg/dl) at 12:00 a.m., and she had a ketone measurement of 3.6. She felt sick and had abdominal pain and nausea. Her mother, who is a diabetes educator, delivered a 10.0 unit insulin injection. Her blood glucose was around 19.0-24.0 mmol/l (342-432 mg/dl) at 4:00 a.m., and she bolused via the infusion device. She felt sick again at 6:00 a.m., and her mother removed the infusion device and delivered an insulin injection. Her ketone measurement decreased to 1.6 by 10:00 a.m., and she felt better. Her blood glucose increased again to 31.0 mmol/l (558 mg/dl) around 12:00 p.m., and an insulin injection was delivered. Her mother noticed the luer lock was cracked or split, and insulin had leaked into the cartridge compartment of the infusion device. The alleged infusion set was discarded and will not be returned for evaluation. The infusion device was requested for evaluation.